Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the delivery system was inadvertently moved distally resulting in the noted stent struts flared and over the sheath and the noted wrinkled sheath; thus resulting in the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous right renal artery that is 90% stenosed. The 6.0x40mm absolute pro self-expanding stent system (sess) was partially deployed at the lesion and when attempting to remove the sess the stent came along with it. Another absolute pro stent was used to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.